Manufacturer narrative:
The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, self-test and the dat test at (0.08760) inches. No blank display noted during testing. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thus. Pump error 23 was found in the history files on 04/18/2024 10:07:29.000. Pump error 19 was not found in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: 04/18/2024 10:28:42.000, fault 11: 04/18/2024 02:25:00.000, fault 58: 04/18/2024 09:41:56.000, fault 73: 04/18/2024 01:54:00.000 and fault 104: 04/18/2024 01:24:40.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the pcba 1, pcba 2 and lcd flex tail.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, keypad overlay texture damage, missing display window/cover, cracked case (battery tube), battery tube threads - cracked, serial number label missing and label damage (faded end cap address label). Pump error 23 was not confirmed. Pump error 19 was not confirmed. Blank display not confirmed. Unable to confirm battery cap contact missing/damage due to receiving pump with no battery cap. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23(post-reset ram crc alarm), blank display, pump error 19(generated if minute event is not received from motor processor or the sw watchdog task is not running properly), and battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported battery cap was damaged. Damage is on metal contacts. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.